Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted and removed intraoperatively due to capsular damage. The event allegedly occurred upon iol insertion due to unusual ejection from the inserter. The incision was enlarged to remove the lens,a vitrectomy was performed, and sutures were used. Reference MDR #2031924-2013-00036 for the intraocular lens.